Event description:
Short description: safety mechanism failure. The needle gets stuck and cannot be detached from the pivc. After a while it is possible to get it out with a lot of force, but the safety mechanism gets stuck halfway and does not cover the needle when did the incident occur? During use.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of needle shielding failure was confirmed upon inspection of the sample. Analysis of the sample showed the needle cap getting stuck hallway and does not fully cover the needle of the sample. When looking at the side of the sample the tether foil was found improperly folded. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. Based on the returned sample, observed that the tether foil of sample was improperly folded and caused the needle cap stuck. In the tether foil assembly process, if the tether foil is improperly folded, this will lead to the skewer not able to go through the tether foil correctly before the tether foil is assembled onto the needle cap and needle hub. Further investigation found that after the tether foil was placed onto the tether nest, there is possibility that the tether foil did not sit properly in the nest as part of it was floating due to static. To reduce static in the environment, a larger ionizer will be installed at safety grip assembly station.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
Short description: safety mechanism failure. The needle gets stuck and cannot be detached from the pivc. After a while it is possible to get it out with a lot of force, but the safety mechanism gets stuck halfway and does not cover the needle. When did the incident occur? During use.

Event description:
It was reported that bd venflon pro safety 22ga 0.9mm od 25mm l instaflash needle shielding failed. Short description safety mechanism failure . The needle gets stuck and cannot be detached from the pivc. After a while it is possible to get it out with a lot of force, but the safety mechanism gets stuck halfway and does not cover the needle when did the incident occur? During use.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
Short description safety mechanism failure. The needle gets stuck and cannot be detached from the pivc. After a while it is possible to get it out with a lot of force, but the safety mechanism gets stuck halfway and does not cover the needle when did the incident occur? During use.